Event description:
The 3 ply medical mask that was sold to meet astm level 1 requirement failed to meet standards in testing by us independent testing lab. These masks were manufactured by ningbo yixin intelligentized science and technology co. Ltd (B)(4) and imported to the us by (B)(4). The distributor of the product was doing good works. Product was distributed to end-users between april-june 2020. On (B)(6) 2020 our client informed us of the test failure and we jointly alerted the importer, (B)(4) and indirectly the manufacturer, through them. Distributor has communicated the issue with other clients and has requested products be segregated and removed from facilities for replacement. FDA safety report ID# (B)(4).